Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (B)(4) alleging that her onetouch ultra2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2016 (time not provided). The patient stated that she obtained the results of "92 and 208 mg/dl" and "230 and 343 mg/dl" using the subject meter, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claimed to have developed the symptoms of "dizzy and thirsty" at the same time that the alleged product issue began; however she denied that she received any treatment. At the time of troubleshooting, the csr noted that the patient did not have control solution available to perform a walk-through test, the test strips had not expired, been open for longer than the discard date or stored improperly, the test strip vial was not cracked or broken, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "thirsty" after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.